Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture and undersensing was observed on the leadless pacemaker (lp). An x-ray was performed and the lp was found to have dislodged into the groin of the patient. The patient was stable pending retrieval procedure.

Event description:
Additional information was received that the leadless pacemaker was successfully repositioned to resolve the event. The patient was stable.